Event description:
Catheter had been in place for 1-2 wks when IV tubing got caught in x-ray machine. Both lumens broke off catheter at bifurcation. Pt receiving tpn, fluids, dopamine. Pt expired a few hours later. Pt was septic, liver problems.